Manufacturer narrative:
(B)(4).initial reporter email address: (B)(6).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient experienced a skin reaction that consisted of a rash with redness, drainage and itching and burning sensations at the sensor patch adhesive. It was indicated that the area was treated with an unspecified oral or IV medication. Although attempts were made to contact the patient to obtain additional details, at the time of the report no other details were provided.